Event description:
Procedure: removal of a lesion. According to the reporter: the pt experienced wound dehiscence. Pt required wound cleaning and debridement. The wound was repacked and the pt is scheduled to have it resewn with a nylon suture. There was tissue loss for the debridement, but no bleeding over 500cc. Case 4 of 5: this site has had 4 previous cases of dehiscence after surgery, all with this lot. (B)(4).

Manufacturer narrative:
(B)(4).